Manufacturer narrative:
(B)(4) 2014.

Event description:
The customer reported that "they couldn't get the port to get a blood return 5 days after placing the port so they took it out and put another one in. There were no patient complications as a result of the reported event."